Event description:
Hub of midline catheter cracked and leaking. The midline had been in place about 60 hours. This was on a nicu patient. Facility reported event to argon. FDA safety report ID# (B)(4).